Manufacturer narrative:
The customer could not provide any data from the analyzer for investigation. The investigation could not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys ft4 iii assay on a cobas 8000 e 602 module. An issue with the analyzer software is alleged since values measured on the customer's e 602 analyzer were below the measuring range of the ft4 assay. No incorrect results were reported outside of the laboratory. The sample was initially tested twice on the customer's e 602 analyzer on (B)(6) 2021, resulting with values of 0.00 ng/dl and 0.00 ng/dl. The customer confirmed that the values of 0.00 ng/dl were displayed by the system. A ft4 value of 0.00 is not possible on the e 602 analyzer as the low end of the assay measuring range is hard coded for the application at 0.5 pmol/l (0.038844 ng/dl). The sample was repeated on a siemens centaur analyzer, resulting with a ft4 value of < 0.10 ng/dl. The sample was also provided for investigation, where it was tested twice on a cobas 8000 e 801 module on (B)(6) 2021, each time resulting with values of < 0.0388 ng/dl. During investigations, the sample was repeated twice on a cobas e 411 immunoassay analyzer on (B)(6) 2021, each time resulting with a value of < 0.039 ng/dl. During investigations, the sample was repeated twice on a second e 602 analyzer on (B)(6) 2021, resulting with values of 0.048 ng/dl and 0.046 ng/dl. The ft4 reagent lot number used at the customer site was 478085. The reagent expiration date was requested, but not provided.